Event description:
Boston scientific received information that this device displayed one year of longevity remaining. However, all outputs have been stable and not unusually high and there has been no delivery of shock therapy. Additionally, the battery details are stating the device is using 518% percent more power than with the listed settings.

Manufacturer narrative:
A boston scientific technical services consultant recommend performing a download of the device data for an engineer to review and assess longevity remaining and the high power consumption. The device remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
A boston scientific sales representative noted that there were two left ventricular (lv) leads and an adapter which were interfaced to the lv port on the device. Additional concerns were reported from this patient's physician regarding the rapid battery depletion and the patient not hearing any tones from the device. The patient is not pacemaker dependent but had been experiencing worsening heart failure symptoms. Following explant, the device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received in (B)(6) 2011 that this patient presented in the clinic not feeling as well. The patient had been in an auto accident a few weeks earlier and was inquiring if the device had been affected by the accident. Device interrogation was unsuccessful and electrocardiograms showed no pacing spikes. The device was explanted and replaced without further incident.